Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient had loss of therapy, when patient communicated patient programmer with ins it said stim off. Patient said that her ins was depleted and said this was first noticed this past week ((B)(6) 2018) and said was having pain and needed to use the stimulation and found it was depleted. Patient said the pain started getting more severe the past few months it has been really bad. Patient said that she thought her health care professional (hcp) was going to notify manufacture, as she got an injection this week for the pain she was having. Patient said she fell sometimes last year or the year before and she went to the ER and they said everything was fine but hcp never inspected the device after the fall. Patient was re-directed to health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.